Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-37689, related manufacturer reference number: 2017865-2024-37690. It was reported that in (B)(6) 2022, the patient felt itchy and pain at the pacemaker pocket site, but no treatment was given. In (B)(6) 2022, the patient came to the hospital due to skin redness, swelling, and erosion at the pocket site. The physician determined a pocket infection and performed a device system explant. There were no adverse health consequences, the patient was stable.